Manufacturer narrative:
This report is being sent as follow-up # 1 to provide maude report # (B)(4). A maude database search was conducted and confirmed that maude report # (B)(4) to be the same reported event that was submitted on MDR 3003902955-2023-00018.

Event description:
Terumo medical received a user facility medwatch report # (B)(4). The event description stated that the injection was given, went to close safety needle and the sheath didn't cover the needle. Needle was still exposed, potential to cause an undesired needle stick. Device malfunction that is, the device did not do what it was supposed to do. Additional information was received on 02 may 2023: the procedure performed for the patient prior to the attempted activation of safety was an im injection. The dose was administered successfully. Additional information was received on 16 may 2023: activation was on a hard surface. The needle was not bended in any way during activation.

Manufacturer narrative:
D4: catalog number: potential product codes: (1) 102-n2558s, (2) 102-n25105s. D4: UDI: potential udis: (1) (B)(4), (2) (B)(4). D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Visual inspection on the retention samples were confirmed free from defects that will affect activation of safety sheath such as missing tooth, tooth flash, short shot, flash on the sheath, over or under insertion collar to the hub, sheath-collar fitting, tilted cannula, and damaged parts. The samples were further evaluated for sheath activation and deactivation functional test wherein all samples passed. We received forty-nine (49) complaints from the previous two fiscal years to the present for the same issue where most of the problems are related to usage particularly due to improper activation of the device (not activating on the hard and flat surface in a quick and firm motion). Based on the investigation of individual complaints there was no attributable cause noted related to our product and production process. The retention samples were subjected to simulation. The safety needle was securely tightened to the syringe with a clockwise twisting motion until resistance was felt. The safety sheath was activated with a one-handed technique on a hard and flat surface in a quick and firm motion. An audible click was heard indicating successful safety activation. There was no irregularity encountered during and after activation. The cannula is fully engaged under the lock (sheath tooth). The root cause of the complaint could not be identified to be related to our production or process. A review of the product's lot history file revealed no issues that were encountered during the production of the reported lots. A series of visual in-process inspections to detect an abnormality on the sheath that may lead to a problem during sheath activation. The molding condition of the components critical to the safety activation of the product is routinely checked to assure that no defects will be encountered that will lead to sheath activation problems. Similarly, the assembly status of the safety needle such as sheath collar fitting and damaged parts that will affect product function is being confirmed. Therefore, we advise to follow the instructions for use (IFU) for the proper usage of the sg2 needle indicated on the unit box in which warnings to prevent needle stick, cautions, and precautions are also included. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955.